Event description:
It was reported the patient presented in the ER after receiving inappropriate antitachycardia pacing and shock therapy. Programming changes were made; no further issues reported.

Manufacturer narrative:
.